Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2012, a 21 mm epic supra valve was implanted during an aortic valve replacement due to patient history of congenital bicuspid aortic valve and aortic regurgitation. An abbott sizer was used during procedure, and the device was implanted by everting-mattress with pledget. In (B)(6) 2021, mild to moderate aortic regurgitation was noted. In 2022, severe aortic regurgitation and symptoms of heart failure were noted. On (B)(6) 2022, a redo aortic valve replacement was conducted, and the valve was explanted. The explanted valve had incomplete leaflet coaptation and a leaflet tear. During explant of the valve, the cuff was damaged. The valve was replaced with a 23 mm non-abbott valve. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2012, a 21mm epic supra valve was implanted during an aortic valve replacement due to patient history of congenital bicuspid aortic valve and aortic regurgitation. An abbott sizer was used during procedure, and the device was implanted by everting-mattress with pledget. In (B)(6) 2021, mild to moderate aortic regurgitation was noted. In 2022, severe aortic regurgitation and symptoms of heart failure were noted. On (B)(6) 2022, a redo aortic valve replacement was conducted, and the valve was explanted. The explanted valve had incomplete leaflet coaptation and a leaflet tear. During explant of the valve, the cuff was damaged. The valve was replaced with a 23mm non-abbott valve. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that the diameter of the valsalva sinus was 33mm, and the height of the valsalva was 29mm. The aortic annular dimensions were unknown.

Manufacturer narrative:
Explant due to severe aortic regurgitation and symptoms of heart failure was reported. The investigation found that all cusps were torn. There was degenerative changes on all cusps. No inflammation or significant calcification was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.